Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The primary analysis finding noted the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor was obstructed with blood. The outer insulationof the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was co smeticallyimpacted at the first rib/clavicle site while in vivo. Analysis found: outer insulation clavicle/ rib/ crush breached/in-vivo and distal conductor fractured clavicle/ rib/ crush.

Event description:
It was reported that the right atrial (ra) lead had a polarity switch to unipolar. The lead had high impedance and noise due to a suspected fracture. The ra lead was explanted. During the implant of the new lead, it was difficulty to maneuver the new lead due to the patient¿s constricted blood vessel. Implant of the new lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1 implantable pulse generator: (B)(6) 2011. 5076-58 implantable pacing lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.